Event description:
Healthcare provider contacted dexcom technical support on (B)(6)2014 to claim no audio output trial patient experienced on (B)(6)2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Healthcare provider advised dexcom technical support that testing of the alert functionality did not produce audio.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log found no errors. An interior inspection was performed and the inspection failed, confirming the reported event of no audio output. The root cause was determined to be an assembly error.